Event description:
During preventative maintenance of the device, the user reported the level sensor would not make good contact with the test fixture. The sensor was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.